Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional cerebrovascular thrombectomy procedure with an 8f sheath. Reportedly, the device could not be removed even though the physician opened/closed the foot several times and pushed/pulled the device several times. Bleeding became heavy while the physician pushed/pulled the device to remove, so a blood transfusion was performed. Ultimately, it was decided to remove the device forcibly. When the device was removed, the foot lever was closed but the foot was opened. After removing the device, a 9f sheath was inserted and hemostasis was completed the next day on (B)(6) 2023. A non-abbott closure device was ultimately used to achieve hemostasis. There was a clinically significant delay as the patient experienced bleeding that caused a delay in achieving hemostasis which was achieved at a later date. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - excessive force / 1494 - indication for usena.

Manufacturer narrative:
The device was returned for analysis. The break and the difficult to open and close were confirmed based on the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. Reportedly, the device had resistance when removing the device and used excessive force to remove it. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smcr device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contributed to the reported malfunctions with the device. It should be noted that the prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU violation did not contribute to the reported difficulties with the device. The reported patient effect of hemorrhage is listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. The cause of the reported difficulties is undetermined. The subsequent treatment appears to be related to procedure circumstance. In this case, it is possible the guide was damaged during insertion and broke during deployment. Once a guide is broken the foot will not close and this can cause additional difficulties removing the device and vessel injury or other patient effects. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional cerebrovascular thrombectomy procedure with an 8f sheath. Reportedly, the device could not be removed even though the physician opened/closed the foot several times and pushed/pulled the device several times. Bleeding became heavy while the physician pushed/pulled the device to remove, so a blood transfusion was performed. Ultimately, it was decided to remove the device forcibly. When the device was removed, the foot lever was closed but the foot was opened. After removing the device, a 9f sheath was inserted and hemostasis was completed the next day on (B)(6) 2023. A non-abbott closure device was ultimately used to achieve hemostasis. There was a clinically significant delay as the patient experienced bleeding that caused a delay in achieving hemostasis which was achieved at a later date. Subsequent to the initially filed MDR report, the account confirmed the following: during removal of the device it was noted there was a break noted at the proximal end of the guide and was held together by the actuator wire. This break was also confirmed via device analysis. No additional information was provided.